Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The instrument was returned and examination of the returned part determined that it exhibits signs of repeated use (nicked or gouged) and that the dovetail feature is compressed and has fractured into 2 pieces. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: catalog#: 42517000505, tibial articular surface provisional right size ef, lot#: 63808119. Catalog#: 42517000707, tibial articular surface provisional left size gh, lot#: 62419057. Catalog #: 42527000505, tibial articular surface provisional left size ef, lot#: 63842132. Catalog#: 42527400410, cr tibial articular surface provisional left size 3-9 cd top, lot#: 62188423. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019-01722, 0001822565 -2019-01722-1, 0001822565-2019-01723, 0001822565-2019-01723-1, 0001822565-2019-01725, 0001825565-2019-01725-1, 0001825565-2019-01726, and 0001825565-2019-01726-1.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisionals were fractured and all pieces were returned. Attempts have been made and no further information has been provided.